Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink sensor (ID: 826851) was implanted. The cerelink monitor registered multiple isolated abnormal readings, with several peaks reaching the 70 mmhg range as well as occasional low values around 3 mmhg. These events were brief and sporadic, not sustained and did not form a continuous trend in the data. No evd was implanted. Additional information: please confirm if the issue was detected before, during or after implantation: after. Did the patient experience any signs and symptoms due to product failure? Unknown. Was the sensor replaced? Sensor was not replaced. Was the sensor removed due to failure or monitoring was no longer needed? Removed due to abnormal readings. With peaks reaching 70 mmhg. Was the integra/codman monitor connected to a patient monitor? Yes. If yes, provide monitor make and model: phillips x3. Was the patient lead always connected? Yes.

Manufacturer narrative:
Updated fields: d1, d2a, d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink sensor (ID 826850) was returned for evaluation: device history record (DHR) - the product code 826850 with lot 7588268 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - received with a damaged serial number label. Received with sutures. The catheter was kinked at 25.1 cm and 103 cm from the proximal end. The icp express = 660, microsensor detected and zeroed without issue. No further testing. Root cause analysis - the exact issue reported by customer could not be confirmed as the device worked correctly. The possible root cause for the issue reported by the customer could be due to unstable sensor performance or incorrect selection of semiconductor components.